Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose reading was 45 mg/dl. Customer advised low blood glucose usually occurs after a bolus for meals. Troubleshooting for the low blood glucose levels was performed. Customer was treating their low blood glucose levels with food. Customer experienced low blood glucose levels for at least a week and feels weak. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked reservoir tube.